Manufacturer narrative:
An engineering evaluation for the returned device has been performed and completed. The investigation stated that the dual lumen is cut at approximately 100.5cm from the hub. On both the proximal and distal ends of the device 1.5cm of distal shaft is exposed and the device is compressed proximally and distally. The distal shaft is kinked at the transition. The endoprosthesis is flowered on the proximal end and approximately 1cm of the distal end of the device is deployed. Approximately 50cm of deployment line (first layer of zipper) is attached to the deployed end of the device and the deployment knob does not appear to have been pulled. Based on the device examination performed, no manufacturing anomalies were identified. The gore® viabahn® endoprosthesis instructions for use state: do not withdraw the gore® viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis or introducer sheath.

Event description:
Received complaint by e-mail on (B)(4) 2014. It was reported to gore that a patient was being implanted with a gore® viabahn® endoprosthesis (item#: vbc071502, lot#: 11544384) for treatment of a left iliac artery occlusion. After numerous predilation attempts with a 6mm balloon, the physician tried to advance the viabahn device through a 9f sheath over a stiff guide wire. The gore® viabahn® endoprosthesis failed to advance to the intended position. It was stated that while pulling the viabahn device back through the sheath, the physician felt resistance. The device was removed together with the sheath. The incision site of the femoral artery was damaged and was surgically repaired. The physician used another brand device to complete the procedure. After removing the device it was observed to be partially deployed on the proximal end of the device.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.